Manufacturer narrative:
Continued e.1. (B)(6). Continued e.1. (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture baker grade iii; "accumulation of fluid".

Event description:
Healthcare professional reported left side suspected device rupture, capsular contracture, baker grade iii, with "painful hardening and deformation" as well as device folding and accumulation of fluid between the capsule and the device diagnosed by palpation and ultrasound. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device analysis: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as surgical impact opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. ¿ seroma-late: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device ¿ crease/folding of implant: observed creases on the device. As per the investigation procedures particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.